Manufacturer narrative:
(B)(4). Baxter received a complaint from a facility in regards to the logix software. The customer stated that the screen each day, for several days, did not clear as it should. The data is still on the screen the next morning. The customer is concerned that the data is not being written in to the database. The pc was accessible so a check could be performed. The customer ran a database backup then sent it to their enterprise backup. However, the customer feels if the data is not being written, it is a pointless effort. The logix verification and validation team investigated the complaint and the customer's reported condition is confirmed. Upon review with the logix software engineering support team, it was determined that this issue is due to the customer pc environment. The sequel server agent (sql) was not running at the time of the event. Software version logix 1.1.2. No correction will be performed for this issue as the software functions to specifications.

Manufacturer narrative:
(B)(4). The software was not requested by baxter. A follow up report will be filed upon completion to the evaluation or if any additional details become available. This device is class ii exempt from having a 510(k) number.

Event description:
Customer reported to baxter that the screen each day, for several days, did not clear as it should. The data was still on the screen the next morning. The customer is concerned that the data is not being written in to the database. There was no patient injury or medical intervention. No additional information is available at this time.